Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that surgery was scheduled for (B)(6) 2020. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (7.348 mg/ml at 16.9 mg/day) and bupivacaine (13.652 mg/ml at 31.4 mg/day) via an implantable infusion pump. It was reported that the patients pump stall yesterday for several hours before recovering. Later that day the pump started to alarm again and the patient reported going through withdrawal and experiencing vomiting. It was noted that the patient would be following up with the managing healthcare provider (hcp) to replace the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.